Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak was found with a lap-band device. The surgeon suspected the leak when the patient presented to an adjustment appointment complaining of "no restriction." The patient's band was "supposed to have 5.5 cc's," but the surgeon was "only able to aspirate 1.5 cc." The patient came back to an appointment on a later date and the "same thing occurred." A fluoroscopy was performed and a leak was seen in the ring of band. The entire system was removed and not replaced.